Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 300 mg/dl. Customer was experienced low blood glucose level of 39 mg/dl. The customer treated with insulin drip in the hospital and with syringes. Based on customer report customer did allege the insulin pump was under delivering. Customer experienced dehydration as a result of high blood glucose. The customer was wearing the insulin pump during the high blood glucose event. The customer also reported that the small air bubbles were seen in tubing. Customer declined to perform high-pressure test. The insulin pump will not be returned for analysis.